Manufacturer narrative:
(B)(4). Batch # unk. The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that there were ¿problems connecting intra-abdominal.¿ does this mean that there were problems connecting the anvil to the device? Or, does this mean there were problems connecting the two ends of the anastomosis? It was reported that, ¿they never had resistance when they closed to make the anastomoses.¿ does this mean that the device would not close? Or, does this mean that the device would not maintain the gap setting prior to firing? What confirmation was received that the device was fully fired? Did the device deploy any staples? If yes, were there any staples missing from the staple line? If the device deployed staples, what was the shape of the staples (b-formation, irregular, legs straight)?

Event description:
It was reported that during a sigmoid rectal resection procedure, first they had problems connecting intra-abdominal and they never had resistance when they closed to make the anastamoses. The hand trigger wouldn't squeeze either. They say that they ended up with two rings and both colon ends were open. They sutured the anastomoses instead to complete the procedure. There were no adverse consequences for the patient reported. The device used in the procedure was discarded.